Manufacturer narrative:
(B)(4). Batch #: r5af26. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. During device testing the device was tested for functionality with the returned washer; the device was fired over test skin; the washer was not cut, and malformed staples were observed. During firing of the device, it was noted that the adjustment knob rotated roughly ½ turn from the starting position. No conclusion could be reached as to what caused the malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic sciatic hemicolectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Additional information: additional analysis confirmed the device to have an uncut washer.¿ device batch information was reviewed, and it was confirmed to be manufactured within the bounding of the field action.¿ the device was reloaded with staples and additional tissue testing was performed.¿ the device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during tissue testing. In the additional testing, they performed a firing of the device on the force to fire (ftf) machine and recorded a variable measurement for back-drive. The device was reloaded with staples and fired into test skin at high b. The firing on the ftf machine demonstrated an uncut washer, at end of cycle (washer break did not occur), a staple line that would be classified as a defect. Based on the analysis performed the most likely cause of the malformed staple defect is back-drive.